Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels, off no power alert, and no delivery alarm. The customer's blood glucose level at the time of incident was 375mg/dl. The customer's levels had been as high as 470mg/dl. The customer states they treated with manual injection. Troubleshoot was conducted. The customer states the issues were resolved with set change. The customer was advised to monitor the device and call back if issues persist. The customer is being sent emergency supplies.